Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The insulin pump cracked case at the display window corners, cracked display window, cracked reservoir tube window corners, cracked reservoir tube window, reservoir tube lip, cracked battery tube threads, minor scratched display window and minor scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of currently being hospitalized for low blood glucose of 22mg/dl. Customer indicated that their blood glucose value was 300mg/dl at the time of the call. Customer indicated that the pump was worn in or around an MRI machine and was unsure if the pump had over delivered insulin. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.